Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had recently been implanted with an lvad. Device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.